Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown procedure the device cracked while the patient was chewing. There is no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to deterioration over time from a combination of accumulation of chemical stress such as reprocessing and stress of repeated use could be presumed. Olympus will continue to monitor field performance for this device.

Event description:
Addendum oct 28, 2022: the procedure is an upper endoscopy for observation purposes. No piece of the device broke off into the patient body. The procedure was completed. It is not known if the same device or another device was used to complete the procedure. Whether there was a delay in the completion of the procedure or if the patient needed additional anesthesia is not known. There is no information if the device was inspected prior to use.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. All other details of the patient are unknown, including pre-existing medical conditions. Devices used in conjunction with this device during the procedure are unknown.